Event description:
The dentist alleges that in 03/2001 he began to see failures in pts who had crowns cemented with enforce in late 1999 and early 2000. Several pts had decay serious enough to require extractions.